Event description:
It was reported that the device stopped functioning after 15 minutes of operation - the display was black and the piezo alarm sounded. There were no patient health consequences reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device stopped functioning after 15 minutes of operation - the display was black and the piezo alarm sounded. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined on site by dräger service and the log file as well as the circuit board pba m48.3 were provided to the manufacturer for further investigation. Based on the investigation the reported event could be confirmed; we thereby assume that the event occurred on the (B)(6) 2021 (not as reported on the (B)(6) 2021) at around 07.39 a.m. System time, as the log file recording stopped unexpectedly afterwards and the log fil does not contain any entries for the (B)(6) 2021.the hardware analysis of the replaced circuit board pba m48.3 showed that due to a short circuit of the ceramic capacitor, the fuse had tripped as intended and thus interrupted the voltage supply of the circuit board. As a result, there was a complete loss of function of the pba m48.3 circuit board and the central control, ventilation and display functions of the device. The cause of the short circuit of the ceramic capacitor is not known. Replacing the circuit board pba m48.3 remedied the issue.in the event of a complete loss of ventilator function, the safety valve automatically opens against ambient, allowing the patient to breathe spontaneously. The auxiliary audible alarm is activated to alert the user of the failure. This alarm is supplied from an independent power source and lasts for at least 2 minutes. According to the description of the event, the auxiliary acoustic alarm was generated as specified.in terms of the product family evita v600/v800 und babylog vn600/vn800 there is only one other complaint known with this specific component fault pattern. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped functioning after 15 minutes of operation - the display was black and the piezo alarm sounded. There were no patient health consequences reported.